Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a urinary catheter. The customer stated the balloon would not deflate after insertion and the luer lock broke off. The customer states she is unaware how the catheter was removed, they generally cut the inflation lumen and remove the catheter. No additional info is available.